Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation in the rectal area since implant. The shocking had gotten worse in the last week. The patient was petrified from the pain and their blood pressure was high. The patient took blood pressure medication, decreased stimulation, and used an ice pack. The pain had gotten worse ¿all of the sudden.¿ program one had stopped the patient from using the bathroom. The patient¿s stimulation was at a level that they did not set the night prior to call. While on the call, the patient changed to program three and felt stimulation in their rectum. Changing to program four resulted in vaginal stimulation. The patient stayed on program four.

Event description:
It was reported the patient¿s device was always uncomfortable. Three months prior to call, the patient¿s programming was adjusted. It was tolerable, but still uncomfortable. Two weeks prior to call, the patient started suddenly experiencing electrical surges in their rectal area. The patient also experienced pressure and discomfort. The patient changed from program two to program one in response. The patient had not been urinating well since the change. There had been no falls, traumas, or incidents associated with the issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va0h8c3, implanted: 2014-(B)(6), product type lead. (B)(4).